Event description:
It was reported the customer had experienced 12 low blood glucose reactions in the last three months. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.